Event description:
It was initially reported that the patient fell and hit their head secondary to lower extremity weakness. A small mass was noted immediately adjacent to the anterior portion of the catheter with the following measurements: 4mm x 6mm. The patient had no signs or symptoms. Multiple device interrogation occurred beginning on (B)(6) 2010 through (B)(6) 2011; and normal results were reported. It was further noted that there was no change; and they were awaiting catheter evaluation. On (B)(6) 2010, bupivacaine was discontinued, and the pump was filled with morphine. Per pump settings examined on (B)(6) 2010, the pump administered morphine (30.0 mg/ml at 5.996 mg/day), and bupivacaine (10 mg/ml at 1.999 mg/day). On (B)(6) 2011, additional information indicated that the patient still had their device and the event was still ongoing. Additional information will be provided in another follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).